Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Reference MFR: 1627487-2019-05794. It was reported that x-rays were taken and confirmed that the patient's right lead had migrated. Reportedly, the patient has fallen several times. As a result, surgical intervention was taken to replace the leads. Issue has been resolved.